Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the tip of the drill bit broke off on the patient's distal tibia. The surgeon stated that the drill bit hit another cortex screw through the locking compression plate (lcp) t-plate which had already been placed. There was no surgical delay reported. The procedure was completed successfully. Fragments were generated from the broken device and retained. Patient status is ok. Concomitant device reported: cortex screw ( part# 202.876, lot# unknown, quantity 1) locking compression plate (lcp) t-plate ( part# 249.615, lot# unknown, quantity 1) this complaint involves one (1) device. This is 1 of 1 for report (B)(4).